Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that the crf¿s and the chart sticks were received and reviewed. However, without supporting clinical/medical documents a thorough investigation cannot be performed. Should additional relevant clinical information become available this complaint can be re-assessed. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.

Manufacturer narrative:
The associated complaint devices were not returned because they were not revised. A clinical analysis indicated that the crf¿s and the chart sticks were received and reviewed. However, no supporting clinical/medical documents were provided to assist in determining a potential root cause for the patient¿s condition. The action taken by the site was to prescribe the patient a medication therapy and rest. It was reported by the site that the event was assessed as non-serious and the patient was recovering and the condition was resolved. A more thorough investigation cannot be performed with the available documentation. Should additional relevant clinical/medical information become available this complaint will be re-assessed. A review of the manufacturing records for the provided batches did not reveal any manufacturing abnormalities that could have caused or contributed to the reported incident. There is no evidence that the devices failed to meet specifications. Without the actual product involved or additional clinical/medical documentation our investigation cannot proceed. A relationship between the devices and the event could not be substantiated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint will be re-opened and reevaluated.

Event description:
It was reported that the patient presented swelling and redness in the right knee. The cause of the swelling and redness is unknown. The patient was prescribed to take rest and medication therapy.